Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo receptacle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost or distorted to the point of effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.